Manufacturer narrative:
(B)(4). The product will not be returned for analysis. A review of the manufacturing documentation associated with this lot 17242421 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the lesion was the right superficial femoral artery. The lesion seemed to be severely calcified and stenosis. An approach was made from the left femoral artery with a non cordis guiding sheath and a non-cordis guidewire crossed the lesion. Then a non cordis balloon catheter inflated and an aviator plus .014 5.0x40 142cm was delivered to the lesion for another inflation. However the aviator plus .014 5.0x40 142cm ruptured around at 10 atmosphere (atm) during its initial inflation. There was no patient injury reported and the device has been discarded in the hospital therefore will not be returned for analysis. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). A non-cordis inflation device was used. The same in deflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion. The catheter was not ever in an acute bend. The balloon did not inflate normally. Balloon ruptured at 10atm during its initial inflation. The maximum inflation pressure was 10atm. The product was removed intact (in one piece) from the patient.

Manufacturer narrative:
The lesion was the right superficial femoral artery. The lesion seemed to be severely calcified and stenosis. An approach was made from the left femoral artery with a non cordis guiding sheath and a non-cordis guidewire crossed the lesion. Then a non cordis balloon catheter inflated and an aviator plus .014 5.0x40 142 cm was delivered to the lesion for another inflation. However the aviator plus .014 5.0x40 142 cm ruptured around at 10 atm (10 atmospheres) during its initial inflation. There was no patient injury reported. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). A non-cordis inflation device was used. The same in deflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion. The catheter was not ever in an acute bend. The balloon did not inflate normally. Balloon ruptured at 10 atm during its initial inflation. The maximum inflation pressure was 10 atm. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A product history record (phr) review of lot 17242421 revealed no anomalies or non-conformance during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification and rate of stenosis may have contributed to the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.